Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00122. The date of that submission was 11-feb-2025. H6: the device was not returned for analysis. The customer provided one photo for the evaluation and the customer reported issue could not be confirmed from the photo, and there was no fault found. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that there was leaking of fluid at the filter disk/site on the extension sets which caused a disruption in therapy and the patient experiencing side effects. Event occurred while in use with a patient in the hospital. Medication involved was epoprostenol 30ng/ml strength, infusion rate 2.5 ¿ 2.9ml/hr. Extension sets were changed weekly. There was patient involvement.